Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during testing, the screen was found to be functioning appropriately and illuminated to normal contrast. There were no visible signs of extrinsic lines on the display screen. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported lines through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.